Event description:
On (B)(6) 2015, a (B)(6) customer reported an unexpected negative antibody screen tested on a galileo echo.

Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the instrument test well images on (B)(6) 2015.